Event description:
It was reported that during a device check about two weeks post-implant, x-rays were performed and showed this right ventricular (rv) lead appeared to have some dislodgement. The heart shadow was lower when the patient was upright, so the lead was repositioned to add more slack. No additional adverse patient effects were reported outside of the additional surgery to reposition the lead. The lead remains implanted and in service.